Event description:
It was reported that patient experienced pain at ipg site. Surgical intervention was undertaken on (B)(6) 2022, wherein the ipg was relocated from the right buttocks to the left buttocks. The issue was resolved.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.